Manufacturer narrative:
Updated fields: b4, d9, g., g6, h2, h3, h6, h10. A getinge field service engineer (fse) was not dispatched because the bts team changed to new helium cylinder. Service was contacted and a job logged for team to review. As third cylinder was working correctly, checks passed cardiosave - at the moment they have declined service to review - as all is working correctly now. H3 other text : not returned to manufacturer.

Event description:
N/a.

Event description:
It was reported by the complainant that the helium cylinder used on cardiosave intra-aortic balloon pump (iabp) was almost empty. A second cylinder was used and it was also empty. A third cylinder was used and reflected full. As the third cylinder was working correctly, checks passed cardiosave. There was no patient involved.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the complainant that the helium cylinder used on cardiosave intra-aortic balloon pump (iabp) was almost empty. A second cylinder was used and it was also empty. A third cylinder was used and reflected full. As the third cylinder was working correctly, checks passed cardiosave.